Manufacturer narrative:
Product ID: 97791, lot# unknown, product type: accessory; product ID: 977a275, serial# unknown, explanted: (B)(6) 2019, product type: lead. Analysis of the lead (s/n: unknown) found the conductor to be broken within 10 cm of the connector area and at the injex area. Fdc pertains to the lead (s/n: unknown). Fdm and fdr pertain to the lead (s/n: unknown). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a healthcare professional (hcp) via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that pain symptoms returned and the device suddenly jumped to an out of regulation (oor) state even at 0.1 milliampere intensity. There were no environmental/external/patient factors that may have led or contributed to the issue. Impedance was checked, and the active contacts had impedance over 10000 ohms. Impedance values had been within normal range during the previous check. Reprogramming was attempted but failed to cover the patient's painful area. The physician decided to replace the electrode, and the issue was resolved. It was noted that both the patient and hcp had complaints, and that the hcp wanted an explanation as to why the electrode suddenly had contacts compromised. Neuropathic pain was noted as patient medical history. The patient was alive with no injury. The issue occurred during normal use. Additional information was received from the rep. The serial number of the ins was provided, but the lead serial number was unknown as it had been lost by the customer. It was noted that the lead had been sent to the manufacturer for analysis. It was noted that this information was confirmed with the physician/account.